Manufacturer narrative:
This report is submitted on may 14, 2021.

Event description:
Per the clinic, the patient experienced skin and wound issues, resulting in exposure of the device. The wound was debrided and the device was explanted, on (B)(6) 2021. The patient was reimplanted with a new device on (B)(6) 2021.